Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 06-14-2024 patient reported that one infusion set fell off during use. The infusion set was in use for 1 day. Blood glucose level at the time of event was noticed 153mg/dl. Patient replaced infusion set and resumed insulin successfully no further information was available.